Manufacturer narrative:
No unresponsive buttons were noted. All buttons functioned properly. No moisture damage or corroded keypad traces were noted. The keypad connector at the lcd board was found locked. The pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that customer experienced keypad anomaly. It was reported that buttons were not responding and insulin pump was alarming. Insulin pump will be replaced.